Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation across their buttocks toward the end of december. It was noted that the patient could not state the exact date of the occurrence. The patient turned off the stimulation and the shocking sensation went away, but the buttock soreness remained. It was noted that the patient has had their stimulation off since december, and they only felt the shocking sensation that one time. The patient denied mris, traumas of all types, and surgeries that might have had an effect. It was reported that no intervention had been performed yet, and the patient was calling their physician to discuss explant. It was noted that the patient had pain across both buttocks and had trouble walking. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they have not been informed of surgical intervention planned at this time. The shocking issue has been resolved and the patient has not had stimulation since december. No further complications were reported.